Manufacturer narrative:
H4: added date june 5, 2019. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and device evaluation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer¿s investigation, the foreign material in the air/water cylinder and air/water channel could not be identified, and no physical damage was observed in the areas that the material was found. Based on the available information, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU): the IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection . IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned as part of the asset return process, in addition to the reportable findings documented in b5, non-reportable findings are as follows; water tightness was lost due to damage on right/left knob, water tightness was lost due to damage on upward/downward angulation control knob, water tightness was lost due to deformation of angle shaft, ceiling plate was deformed, switch box had a scratch, air/water cylinder had no color, suction cylinder had no color, plug unit had a scratch, a foggy image occurred due to damage on objective lens, the play of upward/downward angulation control knob was out of standard value due to wear of angle wire, and plastic distal end cover had a chip. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Event description:
The colonovideoscope was returned as part of the asset return process. During routine inspection of the device by olympus, a white foreign material was found in the air/water cylinder and the air/water tube. There was no procedural or patient involvement associated with this event. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.